Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a problem where three nurses from the same unit were unable to access the 'due now' medications on their patient profiles, necessitating them to manually select each medication from the all-meds list. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station "due now meds" was not shown up. A technical support specialist dialed into the station and the customer rebooted it and the customer ran a test for "due now," which successfully displayed the due now and allowed medication selection to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.